Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that during laser start up, an nitrogen error message occurred. After an unsuccessful try to change the gas in service mode, a laser head error message appeared. Message stated that evacuation was incomplete and value was defective. During the course, an additional laser head message appeared. Laser head/gas pressure of laser low. All attempts to avoid the problem and save the surgery day were unsuccessful. Fortunately, the gas is leaking through the halogen filter so that no argon¿fluoride is getting into the surrounding air and nobody was in danger. A new laser head was ordered.

Manufacturer narrative:
Additional information provided. At the visit on site, the error could not be reproduced. All tests were successfully. System meets company specifications and a gas leakage or other malfunction can be excluded though the errors can be seen in the logfiles. The root cause cannot be identified for the reported event. There is no indication that a device malfunction or a gas leakage had caused the event. The manufacturer internal reference number is: (B)(4).